Event description:
A (B)(6) male patient contacted zoll customer support to report constant adjust belt and check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (adjust belt / check belt alarms) has been confirmed. The cause of the adjust belt/check belt alarms is a shorted component u1 inside ECG electrode a. The root cause of the shorted component cannot be positively identified but was likely random component failure. No adverse event resulted from the shorted component. The patient received a replacement electrode belt.